Event description:
It was reported that this patient's implanted cardiac resynchronization therapy defibrillator (crt-d) recently declared the elective replacement indicator (eri), despite having twelve months of remaining longevity at the previous follow-up appointment. The physician suspected that the battery was depleting prematurely. However, a data analysis by boston scientific technical services confirmed that the device was depleting normally. Eri was declared due to two high voltage charges in excess of 15 seconds, which is a secondary mechanism for setting eri and is not tracked by the longevity calculation algorithm. The expectations for longevity have been met. No adverse patient effects were reported. The crt-d remains in service.

Event description:
It was reported that this patient's implanted cardiac resynchronization therapy defibrillator (crt-d) recently declared the elective replacement indicator (eri), despite having twelve months of remaining longevity at the previous follow-up appointment. The physician suspected that the battery was depleting prematurely. A surgical procedure to replace the device is anticipated, but has not yet occurred. At this time, the crt-d remains implanted and in-service. No adverse patient effects were reported.